Event description:
It was reported that there was a thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The physician was positioning the was in the la of the patient when it was noted that there was a thrombus on the tip of the sheath. The thrombus was aspirated using a syringe and all devices were removed from the patient. The thrombus was resolved and the procedure was ended with no closure device attempted to be implanted. There were no other patient complications that were reported to have occurred.